Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the cannula leaked vitreous fluid during a vitrectomy procedure. The surgery was completed with no harm to the patient.

Manufacturer narrative:
Three opened trocar cannula/hub assemblies were received in a plastic package for the report of leaking. The returned samples were visually inspected. All three samples were found nonconforming with holes in the septums. The finished goods consumable lot was manufactured with eleven valve entry component lots. A device history record review for each of the component lots was conducted. According to the device history record reviews, one lot was reprocessed for anomalies that did not contribute to the customer complaint. One lot was reprocessed for an anomaly that could have contributed to the customer complaint. The device history record review did not point to a root cause because the lots were reprocessed and the product released met the product¿s acceptance criteria. No additional investigation is required based on device history reviews. Nine lots had no anomalies found based on the device history record review. No additional investigation is required based on device history. A complaint history examination indicates this is the seventy-first complaint received for leaking against the components of the reported lot. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. This complaint reported lot includes affected manufacturing lots. A non-safety medical device correction was completed and a manufacturing change implemented to address the root cause. All potentially impacted customers have been contacted, trocar plugs made available and other risk mitigations. (B)(4).